Event description:
The meter displays the battery icon and "cta". The battery was replaced and the pt had been cleaning the meter according to the owner's booklet and issue was not resolved. The pt had called about this particular meter eleven months ago and the meter was replaced; however, the pt is still using the subject meter. Approx three days ago the pt felt sweaty and dizzy and went to the emergency room where their blood glucose was taken and was not treated. No information on what their blood glucose reading in the emergency room. Customer service did not send the pt a replacement meter, since the replacement meter was sent eleven months ago. This case however, is being documented as a malfunction, since the battery icon and the cta message was not resolved even after cleaning the meter properly and replacing the battery.